Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion: a fracture in the outer jacket of the driveline adjacent to the metal connector was confirmed through an onsite evaluation by an abbott representative, and through the submitted photo. A clamshell repair was successfully performed on (B)(6) 2020. The patient remains ongoing on (B)(4) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017 via customer order s187171. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the driveline was noted to have a cut near the metal connection to the system controller. No exposed wires were noted with no alarms. On (B)(6) 2020, technical services performed a clamshell repair with no issues.